Event description:
It was reported that a patient thought she turned off stimulation but wasn¿t sure. It was reported that currently on group 1 was ¿4.3¿ and 2 was set at 4.8. It was reported that the patient dialed both to 0.0. It was reported that she increased group 1 (which controlled stimulation for the left side) and it worked fine. It was reported she could increase stimulation to a comfortable level. It was stated that the patient turned stimulation on program 2 ¿all the way¿ up to 5.6 and she couldn¿t go up any more and didn¿t feel any stimulation at all. It was reported that the patient fell down the stairs ¿about 6-7 months ago¿. It was stated that the patient had an appointment in march with her healthcare professional (hcp) but would try to get in earlier with another hcp.

Event description:
It was further reported that the right lead was not working. This was determined on the phone. The patient stated it had been close to a year since it had worked. The patient had slight stimulation on the left. The patient stated, she fell 6 months ago. Physician listings were provided to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 399930, lot# j0527224v, implanted: 2005-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 7439, serial# (B)(4), implanted: 2005-(B)(6), product type programmer, patient. (B)(4).